Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a whole box of bad sensors. The customer also reported that their blood glucose had been all over the place since the issue with their sensor started happening. Their blood glucose went as low as 48 mg/dl and rose as high as 370mg/dl to 380 mg/dl. They treated the low blood glucose with food. They treated the high blood glucose with the insulin pump. They declined troubleshooting for the low and high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.